Event description:
Reportedly, during testing, an oxygen sensor error occurred. Issue not able to be resolved by calibration, the oxygen sensor was replaced, which resolved the reported issue. No pt involvement reported.

Manufacturer narrative:
(B)(4).